Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead, implanted 2005 (B)(6); 5076-45 lead, implanted 2005 (B)(6). (B)(4).

Event description:
It was reported that the electrogram of the right ventricular (rv) lead showed post pace oversensing of noise after defibrillation threshold shock. The lead remains in use. No patient complications have been reported as a result of this event.